Event description:
On (B) (6) 2009 azor-reaction, hospitalized. I used fixodent from approximately (B) (6) 1977 - (B) (6) 2010 still using. I have tingling and numbness in my legs and hands. Present time: loosing use of right hand. Pain in hand, extremities. Pain wakes me up. Present time - right hand fingers freeze - severe pain. Azor - (B) (6) 2009, I was admitted to the hospital overnight for observation. My blood pressure dropped low I was going into shock. On (B) (6) 2009 starting using azor. Does or amount: fixodent, azor. Frequency: 8-10 times route: oral. Dates of use: (B) (6) 1977 - (B) (6) 2010, azor (B) (6) 2009. Diagnosis or reason for use: denture adhesive, high blood pressure.